Event description:
Potential risk to patients using medichoice instant warm compress. The compress, even when used as directed (i.e.-in the protective sleeve provided by the manufacturer), may cause redness and discomfort when applied to affected areas.